Event description:
It was reported that the fabius MRI rebooted 3 times during ventilation when the radiologist starting scanning the patient. The device was well behind the marked line on the floor and no alarms indicated that the device was too close to the magnet. The screen went black with the command text visible on the screen, ventilation was ceased and this reoccurred a further two times before scanning was ceased and the device was pulled out of the room. The anesthetist continued the case with the machine positioned outside of the MRI room following a system test was indicated the machine was functional. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report. The unique device identifier (UDI) of the affected product could not be determined due to the missing serial number of the device. We will request the serial number from the customer. If this attempt leads to an UDI, it will be included in the follow-up report.

Manufacturer narrative:
The device log file was requested but was not provided for investigation. Therefore, a case specific analysis was not possible and a root cause for the reported symptom could not be determined. A restart or shut down as reported is obvious for the user, since the device is intended to be used under constant supervision only. In any case the user can switch to manual ventilation as described in the instructions for use. Finally, due to insufficient information, no conclusion could be drawn about the cause of the reported interruption of ventilation.

Event description:
It was reported that the fabius MRI rebooted 3 times during ventilation when the radiologist starting scanning the patient. The device was well behind the marked line on the floor and no alarms indicated that the device was too close to the magnet. The screen went black with the command text visible on the screen, ventilation was ceased and this reoccurred a further two times before scanning was ceased and the device was pulled out of the room. The anesthetist continued the case with the machine positioned outside of the MRI room following a system test was indicated the machine was functional. No injury reported.